Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised for femoral stem subsidence, loosening, and pain. Update rec'd 05/06/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. Evaluation of the returned femoral stem, head, sleeve, and acetabular liner finds nothing outward to suggest product problem. The reported subsidence, loosening, and pain cannot be confirmed via implant evaluation. X-rays and medical records were reviewed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised for femoral stem subsidence, loosening, and pain.